Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the devices verified the lots met all pre-release specifications.

Manufacturer narrative:
Additional manufacturer narrative: cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. The following additional devices are being investigated since it is not known which device wasinvolved in the incident: ech060040j, UDI: 04993024009974, sn (B)(4) and ech060040j, UDI: 04993024009974, sn: (B)(4).

Event description:
On an unknown date in (B)(6) 2015, a patient was implanted with a gore® acuseal vascular graft as an av shunt for hemodialysis in the forearm. On (B)(6) 2021, a follow-up echographic examination showed the possibility of graft delamination. Graft stenosis was also confirmed at the same site. On (B)(6) 2021, a reintervention took place whereby pta ballooning was performed toward the site where previous puncture was performed, for a distance of about 1.5cm (unknown if it was the vein or the artery). The graft remains implanted and the patient is being monitored. According to the physician, the inner layer of the graft seemed to be peeled off. However, it was reported that peeling was not seen after pta ballooning. It was also reported there was a possibility of a new intima. Additionally, it was reported the graft was compressed and appeared to be deformed.